Manufacturer narrative:
Product is not expected to be returned.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the software application are not accurate.